Event description:
It was reported that a spectrum pump displayed an "air in line error". It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can make the pump more sensitive to air in line alarms. The failed upstream sensor was replaced. (B)(4).